Event description:
Per the clinic, the patient developed meningitis post implantation (specific date not reported). The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of common cavity malformation. There were no reported craniofacial malformations, nor basilar skull fractures. The patient did receive pre-implant immunizations (specific vaccines not reported). Perioperative antibiotics were administered (type and administration not reported). There was a previous history of meningitis (specific date not reported). The receiver stimulator was not drilled to the dura. A csf leak occurred intraoperatively, managed with fascia tissue packing. The current meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. The patient did not have a prior upper respiratory infection or otitis media prior to meningitis. No organism was cultured. Short circuits were also noted on 7 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to clean the infection. During the surgery, the entire cavity was rinsed with antibiotics irrigation. Correction: the correct serial number of the device is (B)(6); not (B)(6) as previously reported.